Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had a loose the power connector (port 1) on the controller that was slipping out of the sealing ring (between connector and housing) with intermittent power losses at port 1. The patient exchanged controller by himself with no reported consequence or impact. No log files are available. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) it was reported a loose power port 1 by slipping out of the sealing ring with intermittent power losses at port 1. The controller and four batteries were returned for evaluation. Review of the controller's manufacturing documentation confirmed that the associated controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector with the o ring gasket displaced; this was most likely the related to the reported slipping out of the sealing ring. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Log file analysis revealed several premature power switching events that were due to momentary disconnections involving (B)(4). This was most likely related to the reported "intermittent power losses at port 1". The most likely root cause of the power switching can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnection and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: original date mfg rec: 02feb2017 this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional batteries were identified to be involved in the event: (B)(4) catalog: 1650de exp. Date: 2016-04-30. (B)(4) catalog: 1650de exp. Date: 2016-04-30. (B)(4) catalog: 1650de exp. Date: 2016-04-30. (B)(4) catalog: 1650de exp. Date: 2016-04-30. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.